Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:03:27. During night drain cycle one, the patient's ultrafiltration reading was 1054ml, indicating the home patient (hp) drained 1054ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The device passed the visual inspection and functional testing. There was no non-conforming product found during sample analysis that was related to the reported issue. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.